Event description:
On (B)(6) 2010, patient reported he received an e4 (occlusion) error followed by an a8 (bolus cancelled) alert while trying to bolus 21.5 units of insulin for dinner. Reviewed the causes of each error message. Had patient disconnect from the infusion headset and prime through the infusion tubing; was successful. Had patient remove headset; it was "slightly bent". Patient's wife viewed the headset and stated it was "very bent". Patient uses the insertion assist device. Advised patient to avoid scar tissue. Reviewed effects of scar tissue on insulin absorption. Reviewed bolus history. Patient changed headset and programmed the remaining 7.5 units of his bolus; was successful. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.